Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found that the top of the vacuum breaker cap had detached from the vacuum breaker valve body subsequently causing the reported event to occur. The technician replaced the vacuum breaker assembly, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their 20" eagle sterilizer was leaking water onto the floor overnight causing a significant amount of water to build up on the facility's floor. Procedures were postponed the next morning due to the reported event. No report of injury.